Event description:
The hospital reported that during a routine svg harvest, the vasoview hemopro 2 c-ring cracked in half. Nothing fell off or was left in the patient's body. New device was opened and functioned without issue. No harm to the patient. No procedure delay. Per the photo, it shows that the c-ring is cracked in half.

Manufacturer narrative:
(B)(4). The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Manufacturer narrative:
Trackwise - (B)(4). Updated field: b4, g3, g6, h2, h3, h6 (type of investigation, investigation findings, component codes, investigation conclusions), h11. The device was returned to the factory for evaluation on 09/16/2025. An investigation was conducted on 09/29/2025. A visual inspection was conducted. Signs of clinical use and evidence of blood was observed on the arms of the c-ring. There were no visual defects observed on the intact cannula handle. The c-ring was observed to be cracked/split in the center of the c-ring. The scope wash tubing and the c-ring remained attached to the cannula due the presence of a retention rib. Based on the returned condition of the device as well the evaluation results, the reported failure "break; c-ring" was confirmed. The lot # 3000493780 history record review was completed. There were no ncmrs, rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure. Specific actions for the reported failure mode are being maintained and documented under maquet's corrective and preventive action (CAPA) system

Event description:
N/a.